Event description:
The customer called stating that the screen on the meter is broken and not all of the numbers are showing. During the troubleshooting process it was determined that several segments are missing from the 10s position. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided.